Event description:
A malfunction alarm identified as malf 9 was reported, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump and assisted the customer with getting the device back in operation. The issue was resolved as the malfunction code did not recur after the reset, and the customer was advised to reach out again if the problem reappears.